Event description:
It was reported that a patient accidentally scratched their arm with a steel pipe while working on a construction site, and the wound was about 6cm long. The patient came to the hospital urgently for treatment, and the wound was cleaned and disinfected before being sutured on (B)(6) 2026 and suture was used. The doctor informed the patient of the precautions. The patient came to the hospital for dressing change two days after suturing, and the doctor found that the suture had a severe rejection reaction, and the wound was ulcerated and unable to heal. The patient had device extrusion & poor wound healing. The patient reported itching and pain in the wound. The doctor disinfected and cleaned the wound with iodine and alcohol and observed and instructed the patient to take oral antibiotics (amoxicillin capsules) and change the dressing on time by suturing and bandaging. After the patient came to change the dressing, it was found that the redness and swelling had decreased without any rejection reaction. The wound gradually healed after one week. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. D4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the patient require re-suturing due to this reaction? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Were any concomitant procedures performed? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? For the original intended closure, how were all layers closed? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Please describe the patient manifestations of the reported reaction (location, severity, appearance, generalized or local reaction). Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Are there any photos available? Were any pre-op cleansing procedures changed recently? If yes, please describe. Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Manufacturer narrative:
Product complaint # ==> (B)(4).this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.additional information: h6 type of investigation.the following information was requested but unavailable:did the patient require re-suturing due to this reaction?please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure.were any concomitant procedures performed?on what tissue was the suture used?what was the tissue condition (normal, thin, calcified, fragile, diseased)?for the original intended closure, how were all layers closed?how was the suture placed (interrupted or continuous)?how was the suture originally tied (multiple knots, square knot, etc.)?please describe any medical/surgical intervention required for this suture event including dates and results.did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation?please describe the patient manifestations of the reported reaction (location, severity, appearance, generalized or local reaction).does the patient have a known allergic history to any medical devices, food and/or medication?was allergy testing performed? If so, please describe with results.are there any photos available?were any pre-op cleansing procedures changed recently? If yes, please describe.other relevant patient history/concomitant medications?what is the physician¿s opinion as to the etiology of or contributing factors to this event?what is the patient's current status?